Event description:
Initial reporter indicated that the pt had presented with increased seizures, relationship to pre-vns baseline unk. Communication was not possible with the pt's generator at that time. The pt underwent generator replacement surgery in 2007.